Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a detached piston. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impede the user ability to prime the pump, to deliver insulin and may cause delays and/or long term cessation in insulin delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the piston cap was missing. Unrelated to the original complaint, the battery compartment was cracked on the side at the threads.